Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
.

Event description:
It was reported that the insulin pump alarmed motor error. Customer does not use the sensor feature. Blood glucose value is 9 mmol/l. Nothing further reported.